Event description:
Health professional reported allegedly "unable to access port in palpitation or with use of fluoroscopy" of a lap-band device. The surgeon made in incision to revise the port, but was unable to access the port. The port was later removed and replaced with a new port. Follow up findings: health professional reported "under fluoroscopy [surgeon' staff] could see that the needle went into septum, but could not inject or aspirate [fluid from]" the port.

Manufacturer narrative:
The product associated with this report has been returned however has not been initiated at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirmed or determine another connector type associated with this report. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any add'l saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."